Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk buttons allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The device was not returned to the manufacturer for evaluation; however, three photos were provided. Due to the lack of sample return and the photos did not showed an obvious deficiency with the device, the investigation remained inconclusive. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review cannot be performed. The device was not returned to the manufacturer for evaluation; however, a photo was provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unk buttons allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.